Event description:
It was reported that a spectrum pump alarmed air in line. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the air in line alarm. The eval found low readings on the ultrasonic sensor, which may have caused the air in line alarms. The low readings were due to a failed upstream sensor. The failed upstream sensor was replaced.